Event description:
On (B)(6) 2009, the patient was implanted with four gore® tag® thoracic endoprostheses (tg3115/06650112, tg3420/06650147, tg3715/05746371 and tg3720/06348272) to treat a thoracic aortic aneurysm. On (B)(6) 2011, two year follow-up imaging revealed the aneurysm enlargement from 63 mm at the time of the device implant to 68 mm. The physician elected to monitor the patient. On (B)(6) 2012, three year follow-up imaging revealed a type ii endoleak of unknown origin and the aneurysm measuring 73 mm. The physician elected to monitor the patient. On (B)(6) 2013, four year follow-up imaging showed that the endoleak persisted and the aneurysm measured 74 mm. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
Concomitant medical products and therapy dates: 6/5/09: tg3420/06650147, tg3715/05746371,tg3720/06348272 the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.